Event description:
It was reported that on (B)(6) 2005, the patient presented with pre-operative diagnosis of spondylolisthesis, spinal instability, and s pinal stenosis. Patient underwent following operations: posterior segmental instrumentation, l2-3, 3-4, 4-5; posterolateral fusion, l2-3, 3-4, 4-5; hydroxyapatite bone morphogenic protein. Per op notes it was noted that the patient did experience a significant amount of bleeding. Bone morphogenic protein was mixed with hydroxyapatite and placed in lateral gutters bilaterally. On (B)(6) 2007, the patient presented with pre-operative diagnosis of spinal stenosis, l5-s1, l1-2, with instability 1-2. Procedure performed: posterior lumbar decompression l1-2, with foraminotomies and laminectomy, posterior non-segmental instrumentation l1-2, posterior fusion l1-2, bone morphogenic protein, hydroxy appetite, biopsy of cyst. Per the op notes, the bone graft was placed in the posterolateral gutters and two 5.5 rods were selected, put into place and tightened and torqued to the appropriate foot pounds of pressure. No further information was provided.

Event description:
It was reported that on (B)(6) 2006 pre-op x-rays (ap and lateral) indicated ¿metal hardware is seen bridging posteriorly from l2 to s1 level. There are bilateral pedicle screws at l2, l3, l4, and s1 and left sided pedicle screw at l5. There are moderate to severe degenerative changes and there is degenerative disc disease with loss of the l3/l4 and l4/l5 interspaces and narrowing of the l5/s1 interspace and mild narrowing of the l2/l3 interspace. There is a grade 1 spondylolisthesis at l5/s1. Hypertrophic bony spurring is present.¿ on (B)(6) 2006, pre-op x-rays (ap and lateral) of the lumbar spine indicated ¿there is marked facet degenerative changes of the rower lumbar spine. There is posterior spurring at l3-4 and 4-5. There is disc space narrowing at l3-4, 4-5, and 5-s1. There is a lateral fusion from l3-l5.¿ it was reported that the patient developed injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.